Event description:
Customer called lfs on 9/3/02 alleging their ot basic meter would not power on. Patient was unable to test on their meter and in 9/02 patient went to the e.r. With symptoms of sweating and thirsty. Company spoke to the customer's family member and they provided company with the following information. They stated that patient's meter did not work for the past couple of days. On monday, 9/02, the customer was feeling sweaty and felt thirsty. Their family member drove patient to the e.r. Where their blood sugar was tested. The result was 398 mg/dl. Patient was treated with insulin and monitored for approximately 5 hours and was then released. The customer had gone to the doctor recently (date unknown) who increased their glucovance medication due to high blood sugar readings. Before the issue of the meter not powering on, customer's family member stated pt had been getting high readings.